Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged into the tricuspid valve area and the patient was inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for atrial fibrillation (af) with rapid ventricular response that was detected as ventricular fibrillation (vf). The lead, which had been implanted for approximately two months and deemed too short, was explanted and replaced. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection with rapid ventricular response. Analysis of the device memory indicated unexpected delivery of a ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.